Manufacturer narrative:
The expiration date is november 2008..

Event description:
As reported by the legal brief, the plaintiff underwent placement of an opteasetm permanent vena cava filter. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis. The filter was successfully deployed into the inferior vena cava. According to the patient profile form (ppf) the device was embedded into the wall of the ivc and was unable to be retrieved. Seven months after the index procedure, there was an unsuccessful attempt to remove the filter. The patient experienced pain, anxiety and panic.

Manufacturer narrative:
As reported, the patient underwent placement of an optease permanent inferior vena cava filter. Per the medical records, the patient has a history of deep vein thrombosis. The filter was successfully deployed into the inferior vena cava. According to the patient profile form (ppf) the device was embedded into the wall of the ivc and was unable to be retrieved. Seven months after the index procedure, there was an unsuccessful attempt to remove the filter. The patient is experiencing pain, anxiety and panic. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.